Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not available to send to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that coil embolization was attempted in an aneurysm on a patient with a type ii endoleak. An attempt to place the 2nd coil was not successful and during retraction, the coil stretched into a "hair thin wire" and became stuck "where the graft met the sac," so it could not be removed from the catheter. All access and delivery system devices were removed from the patient and a surgical femoral cut down was performed. The wire was then pulled with excessive force and the wire came free. The arteriotomy was closed and the patient did well in recovery.